Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and a prime fill anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump insulin was squirting out during the manual prime process. Customer reported that they were unable to exit the prime loop and the insulin pump was stuck in rewind process. Customer declined prime/rewind troubleshooting. Customer also reported that the insulin pump esc button was hard to press. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump passed displacement test, unexpected alarm error test, basic occlusion, occlusion test, prime and excessive no delivery test. Unit primed properly during testing. All buttons functioning properly no damage on the keypad assembly. Inspected j2 connector on lcd and no unlock keypad connector. Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, cracked belt clip slot, stained end cap sticker and stained address/serial number label.